Event description:
An endurant ii aui stent graft system was implanted for the endovascular treatment of a 6.5 cm diameter asymptomatic abdominal aortic aneurysm. It was reported that an expired device was implanted. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Not following IFU (using expired product).